Event description:
The doctor reported that the implant at tooth site 47 was removed due to an infection.bone density iii.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier not provided. A4: patient weight unknown / not provided. B3: date of event not provided. E1: reporter name not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.